Manufacturer narrative:
The mayfield head holder adapter of device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
At the end of the surgery the surgeon noticed that the composite threaded piece of the mayfield head holder adapter was coming off. Surgeon stated that he used this part in the two or three next cases despite it being broken, by rethreading the broken piece into place.

Manufacturer narrative:
The articulated arm mayfield attachment has been inspected for investigation purpose. As per the result of the investigation performed the root cause identified is design issue of the damaged part (raw material not adapted). Corrected data: date received by manufacturer.